Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6) germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 system was defective during priming. No further information is available at the moment. There was no patient involvement.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched on site to investigate the unit. The heart-lung machine was tested and found properly working. In addition, livanova learned that the reported issue was related to a faulty pressure transducer, which was promptly replaced. Based on the available information, the event of the defective pressure transducer was considered a non-reportable malfunction.

Event description:
See initial report.